Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was tearing the graft. Additional clinical information determined that the issue was observed during surgery as the graft was shredding while being meshed.